Event description:
It was reported that a procedure was performed to place two wallstents in the sigmoid of the colon. The patient started to vomit after the procedure and a flat plate x-ray of the abdomen was done; a check to see if air was escaping into the peritoneal cavity. The x-ray revealed a small hole in the colon. Surgery was successfully performed on the same day to repair the perforation. The pre-existing condition of the patient was described as terminally ill. The two wallstents are still implanted in the patient. It is unclear if perforation is related to device or to dilation procedure. Perforation is a known risk of this procedure. The device remains in the patient and, therefore, cannot be returned to this manufacturer. Since the device was not returned, a failure analysis could not be performed. As well, company is unable to determine the relationship between the device and the cause of this event without the product. As a lot number for this device was not provided, a device history search could not be performed and company is unable to determine if the device met its specifications.